Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the jaw broke and fell into the pt. The jaw was retrieved from the pt. The case was completed with another device.